Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse, by instrument being put through excessive force or torsional/bending overload, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure.

Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2014. During the procedure, the impactor fractured while inserting the humeral component. The fractured fragment was removed from the patient.